Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-02707 and 02708. The pt rec'd three leads (from two separate lots) as part of her scs system. It was reported the pt never experienced pain relief from her system nd reprogramming efforts were unsuccessful at resolving the issue. The pt also reported pain at the ipg and lead sites. It was reported the pt will have her system removed. No further info is available at this time.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.